Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for a therapeutic procedure using the subject device and the camera control unit (otv-s300), it was found that the endoscopic image became abnormal (distortion and noise) when the bending section of subject device was angulated.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. In addition, omsc found that the image sensor unit cable was bend and the cover of it was cut. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, there was the possibility that the reported phenomenon might be attributed to the temporary disconnection or short circuit might occur point of the cable cover damaged due to the cable being moved while the angulation. Olympus stated the appropriate handling of ltf-s190-5 and the counter measures against abnormalities in the instruction manual of ltf-s190-5.